Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 24 of the patient's mouth. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and mobility. No further patient complications were reported.